Manufacturer narrative:
The customer stated that the three transmitters showed a signal on transmitter, however were not displaying on the central. The customer was advised to check other possible sources of interruption of the telemetry signal. Several attempts were made to contact the customer to determine what caused the issue and confirm resolution however the customer did not respond. Cause of failure could not be established.

Event description:
The customer reported that while monitoring three telemetry patients on a xhibit central station the patients disappeared and were no longer able to be monitored. There was no patient or user harm associated with this event.